Event description:
It was reported that there was mixing pump defect on the arctic sun device. They performed preventive maintenance and replaced heater, mixing pump, circulation pump, and drain ports. The device was without error.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was not performing to specification. Mixing pump was replaced during the pm process. The device underwent pm servicing while in for repair. Replaced heater, circulation pump, and drain ports. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was mixing pump defect on the arctic sun device. They performed preventive maintenance and replaced heater, mixing pump, circulation pump, and drain ports. The device was without error.